Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. Patient with multiple comorbidities including severe spinal stenosis and chronic inflammatory demyelinating polyneuropathy, affecting balance, coordination, and weakness. History of multiple fall injuries. Provided medical records document numerous falls pre and post revision. Dislocated in pacu immediately following implantation requiring a revision tha which was converted to a mom prostheses. Approximately 9 years later the patient underwent a right bhr thr due to reports of pain, high levels of metal ions. The provided operative report for the second revision indicated findings of corrosion across the taper but overall well-maintained structure. Careful inspection of the impingement points showed that the remaining bony impingement was in fact the anterior wall/column of the acetabulum given that the cup was so significantly protruded. ¿further work would involve cementing in a revision cup into a more lateral and lower hip center but given the severe heterotrophic ossification in the leg this would leave the leg extremely tight with a likely inability to reduce the hip let alone concern for fracture of the femur during reduction and further protrusion of the cup.¿ with retraction of the capsule there was a large amount of friable grey tissue diffusely spread throughout the hip joint. The underlying cause for the loosening of the cup, the leg-shortening and the relation to the reported damage to the pelvis cannot be established. Additionally, it cannot be determined to what extent the patient¿s comorbidities, including multiple falls contributed to the reported events and clinical status. It also cannot be confirmed whether these were a cause for or a result of the muscle damage or the finding possibly related to a reaction to the metal components. The reported heterotopic ossification can be an inflammatory response and could account for the reported pain. Intraoperative findings of cup loosening, bone loss, corrosion around the trunnion and elevated cobalt and chromium levels are consistent with an adverse reaction to metallosis; however, the source cannot be confirmed. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. It was noted that use of a competitor¿s (biomet) dual mobility liner was implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain and elevated levels of cobalt and chromium. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. No information on the reported revision due to pain and elevated blood metal ions was provided. Without any medical documentation on the reported issues, a meaningful assessment and investigation of the provided implantation report with respect to the revision is not possible. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to painful metal on metal prosthetic device and extremely high levels of cobalt and chromium.